Manufacturer narrative:
Approximately 37 cm of the catheter was returned. The catheter was patent and passed leak testing. The distal end appears to be jagged. It is unknown how or when the damage occurred. Proteinaceous debris was observed on the exterior of the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was removed as part of a shunt explant. According to the report, the patient was under follow-up.